Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure and a mitral repair procedure were being performed concomitantly. A watchman flx delivery system (wds) and a watchman fxd curve access system were selected to be used. During the procedure, in order to have only one transseptal puncture (tsp) for both implants, the team decided to have one middle-low and post puncture. The tsp was done at the expected site and the sheath engaged without a pigtail catheter under transesophageal echocardiography (tee) control in the very proximal part of the laa. The flx ball was shaped approximately at the level of the landing zone and pushed forward into the laa. The expected position for the closure device deployment was very difficult to reach, and a lot of non-successful deployments occurred. Each time the closure device was tilted at 90 degrees, with the attachment knob posteriorly oriented. The physician decision was made to change the puncture site by a less posterior one, which allowed, after was sheath positioning with a pigtail catheter and some more attempts, to release the closure device in one acceptable position. During the mitral repair system installation, the echocardiography physician noticed a pericardial effusion at the atrial level. The decision was made to perform a pericardiocentesis, and to improve the patient hemodynamic by medication. At this time the activated clotting time (act) measurement was 256 seconds. The physician decided to abort the mitral repair procedure. There was no cardiac tamponade or cardiac arrest. When the patient left the catheterization laboratory to the intensive care unit (ICU), approximately 1.2 liters of blood have been drained, and 700cc of red cells were reinjected after cell-saver. The systemic pressure was low but stable and the cardiac rhythm was fast and sinusal. The patient passed away a few hours later in the ICU.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx left atrial appendage closure device with delivery system remains implanted; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by a bsc quality technician. The provided medical media is related to pericardial effusion and does not appear to depict any unrelated device or user related allegations. Device history record review: a review was completed of the device history records (DHR) for the watchman flx left atrial appendage closure device with delivery system, part # m635ws50310 batch # 0035998633. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx left atrial appendage closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) (additional device required), arrhythmia (tachycardia), hypotension (blood transfusion, intensive care, medication required) and death. Risk review: a risk review was completed and confirmed that the events of pericardial effusion, arrhythmia (tachycardia), hypotension, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure and a mitral repair procedure were being performed concomitantly. A watchman flx delivery system (wds) and a watchman fxd curve access system were selected to be used. During the procedure, in order to have only one transseptal puncture (tsp) for both implants, the team decided to have one middle-low and post puncture. The tsp was done at the expected site and the was sheath engaged without a pigtail catheter under transesophageal echocardiography (tee) control in the very proximal part of the laa. The flx ball was shaped approximately at the level of the landing zone and pushed forward into the laa. The expected position for the closure device deployment was very difficult to reach, and a lot of non-successful deployments occurred. Each time the closure device was tilted at 90 degrees, with the attachment knob posteriorly oriented. The physician decision was made to change the puncture site by a less posterior one, which allowed, after was sheath positioning with a pigtail catheter and some more attempts, to release the closure device in one acceptable position. During the mitral repair system installation, the echocardiography physician noticed a pericardial effusion at the atrial level. The decision was made to perform a pericardiocentesis, and to improve the patient hemodynamic by medication. At this time the activated clotting time (act) measurement was 256 seconds. The physician decided to abort the mitral repair procedure. There was no cardiac tamponade or cardiac arrest. When the patient left the catheterization laboratory to the intensive care unit (ICU), approximately 1.2 liters of blood have been drained, and 700cc of red cells were reinjected after cell-saver. The systemic pressure was low but stable and the cardiac rhythm was fast and sinusal. The patient passed away a few hours later in the ICU. It was further reported that because the location of the pericardial effusion when detected was at the left atrium (la) level, the implanting team thought that the origine of the effusion was the laa or the posterior wall of the la.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure and a mitral repair procedure were being performed concomitantly. A watchman flx delivery system (wds) and a watchman fxd curve access system were selected to be used. During the procedure, in order to have only one transseptal puncture (tsp) for both implants, the team decided to have one middle-low and post puncture. The tsp was done at the expected site and the was sheath engaged without a pigtail catheter under transesophageal echocardiography (tee) control in the very proximal part of the laa. The flx ball was shaped approximately at the level of the landing zone and pushed forward into the laa. The expected position for the closure device deployment was very difficult to reach, and a lot of non-successful deployments occurred. Each time the closure device was tilted at 90 degrees, with the attachment knob posteriorly oriented. The physician decision was made to change the puncture site by a less posterior one, which allowed, after was sheath positioning with a pigtail catheter and some more attempts, to release the closure device in one acceptable position. During the mitral repair system installation, the echocardiography physician noticed a pericardial effusion at the atrial level. The decision was made to perform a pericardiocentesis, and to improve the patient hemodynamic by medication. At this time the activated clotting time (act) measurement was 256 seconds. The physician decided to abort the mitral repair procedure. There was no cardiac tamponade or cardiac arrest. When the patient left the catheterization laboratory to the intensive care unit (ICU), approximately 1.2 liters of blood have been drained, and 700cc of red cells were reinjected after cell-saver. The systemic pressure was low but stable and the cardiac rhythm was fast and sinusal. The patient passed away a few hours later in the ICU. It was further reported that because the location of the pericardial effusion when detected was at the left atrium (la) level, the implanting team thought that the origine of the effusion was the laa or the posterior wall of the la.